Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's leads migrated. The issue was confirmed via x-rays. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that surgical intervention occurred wherein the existing lead was explanted to address the issue.

Manufacturer narrative:
Correction in section e: additional information received indicate the initial reporter submitted in the initial report was incorrect. Therefore, a correction has been added.